Manufacturer narrative:
The customer¿s report that during an infusion of heparin and potassium the pump modules were indicating an alarm state and the pcu displaying a communication error was confirmed. The cause was due to channel disconnection events. The pcu not producing an audible alarm could not be confirmed. Testing performed on the pcu and associated devices was not able to reproduce a channel disconnection. Testing performed on the pcu confirmed an audible alarm was present when the pcu or pump modules were in an alarm state. The pcu error log showed no errors or malfunctions on the reported incident date. The root cause of the channel disconnection is due to dried fluid and contamination on the pcu¿s female iui.

Event description:
It was reported that during a heparin and potassium infusion, the 2 modules lighthouse indicator displayed a flashing red light however there was no audible alarms noted. The user noticed that the pcu was not communicating with the modules. The other module was infusing propofol at an unspecified rate. The customer stated that there was no patient harm. The event occurred in the ICU.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient demographics requested however customer declined to provide.

Event description:
It was reported that during a heparin and potassium infusion, the 2 modules lighthouse indicator displayed a flashing red light however there was no audible alarms noted. There user noticed that the pcu was not communicating with the modules. The other module was infusing propofol at an unspecified rate. The customer stated that there was no patient harm. The event occurred in the ICU.